Event description:
Patient was being transported from the ICU to interventional radiology for a test. When the ventilator was turned on again in radiology, it would clear and display "error" code. There was no patient injury resulting from this malfunction.the technical assessment is as follows: biomed found a flow sensor reading out of tolerance. The flow sensor was replaced and the ventilator then functioned properly. The ventilator passed all tests and performed according to manufacturer's specifications.it was deemed a random electronic component failure.